Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the clinical study site that on (B)(6) 2017, the patient visited the clinic with the cardiac surgery nurse practitioner reports that the patient developed pain at the left ventricular assist device (lvad) driveline site 1 month ago, after he had a mechanical fall. It was stated that the patient did have tugging on the driveline during the fall. It was also stated that it did not appear that the patient had an infection at that time, but he was noted to have hypergranulation on surrounding tissue. Patient has continued to have pain at the site and it has worsened in intensity. Patient was stated to have visited with infectious disease. Patient continuous to have some purulent drainage. On (B)(6) 2017 the patient returned to the clinic and the drainage was slightly decreased and the pain had not improved. Patient was admitted for intravenous (IV) antibiotics and repeat images. Computed tomography (CT) chest and abdomen reviewed by the physician and it was stated that there would not be any surgical intervention at this time. On (B)(6) 2017 the patient was taken to the operating room (or) for incision and drainage and wound vac. On (B)(6) 2017 the patient was discharged. It was further stated that the issue had been resolved with sequelae. No additional information available.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.